Manufacturer narrative:
MFR's report date: 06/27/2014. (B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a taxol primary infusion infused into the short set and the 50ml IV fluid bag burst. The primary infusion rate was 600ml/hour and the short set was connected to the port just below the device via gravity. The nurse felt she completely closed the short set slide clamp and roller clamp, but the primary infused up the short set even though the clamps were closed. There was no pt harm or med intervention. Although requested, no additional pt or event details were provided by the customer.